Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. When asked if the cause of the stimulation being too strong was determined, the representative noted they explained to the patient that when the output was adjusted with the controller, the posture might not have been held long enough, so the output for a different posture might have been applied instead. They advised the patient on how to operate the controller over the phone. They were continuing to monitor the situation.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that until now, they thought the stimulation at night was too strong, so they had been turning off the stimulation before going to bed and turning it back on after waking up; painful when sleeping was noted. During a consultation on (B)(6), they had the settings adjusted so that the stimulation would automatically stop during sleep without needing to manually turn it off. There were no issues on the night of (B)(6), but on the night of (B)(6), the numbness caused by the stimulator was severe, and it felt like the settings had reverted to the previous state. There were no known environmental, external, and patient factors that may have caused the event. Normally, this would be a matter to discuss with the attending physician, but due to the patient's strong request to contact the manufacturer representative, the patient was informed that the representative would reach out. The issue was not resolved at the time of the report. The patient outcome was listed as "with health damage".

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.